Event description:
A customer contacted beckman coulter regarding an erroenously elevated accu tni result generated by access instrument. The erroneously elevated accu tni result (from sample b) was 15.61 ng/ml. The customer indicated that the erroneously elevated result occurred on a single pt sample. The elevated accu tni result was not reported out of the lab. The customer did not believe the elevated accu tni result based on previous low (normal) accu tni result from this pt (sample a). The customer retested pt sample (b) for accu tni and the accu tni result was 0.02 ng/ml. The customer indicated that this result was in alignment with their expectations and the result was reported out the lab. There has been no change to pt treatment that can be attributed to this event.